Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is the fifth complaint reported for this finished goods lot and the second reported for this issue. Review of the device history record indicates the order was built to specification. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
This is the fifth complaint reported for this finished goods lot and the second reported for this issue. Review of the device history record indicates the order was built to specification. The seven used active centurion (cen) fluidics management system in the tray were visually inspected. No obvious defects were observed that would have caused or contributed to the reported event. The samples were tested using a calibrated console. The cassette was recognized properly by the console when inserted and connected. The samples primed and tuned successfully and could achieve maximum vacuum. No leakage was observed from the tubing insertions to the handpiece during tuning. The irrigation and aspiration flow rates were measured and were conforming to specifications. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette bases during performance testing. No clogging was experienced during laboratory testing of the device. The sample functioned within specifications. The root cause of the customer's complaint could not be established as the returned samples were evaluated and met specifications. After investigation of this complaint, it has been determined that these samples functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that clogging occurred during a cataract procedure. The procedure was completed. Patient outcome is unknown.